Event description:
It was reported that the spike of the blood filter broke through the blood bag. The collected blood was discarded and pre-collected blood was infused. There were no adverse consequences reported related to the event.

Manufacturer narrative:
The device will not be returned to the MFR for eval. The spike is produced by an alternate supplier.